Manufacturer narrative:
The customer¿s report of a tube leaking-chemotherapy could not be confirmed. The customer provided a photo (not the event set) of a new set inside its packaging pouch. However, the set does not confirm the reported leak. The root was not identified as no product was returned.

Event description:
It was reported that the customer working on 4 west had experienced 3 chemotherapy leaks in the last 3 months.

Manufacturer narrative:
No product returned. Because no product is expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the customer working on 4 west had experienced 3 chemotherapy leaks in the last 3 months.